Manufacturer narrative:
Health effect - health impact codes updated in relation to newly received information. Uromedica complaint # (B)(4).

Event description:
The patient had a cystogram and cystoscopy on (B)(6) 2021 without any bladder extravasation or erosion of the single implanted proact device. The perforation was reported with as resolved with no residual effects.

Event description:
Bladder perforation in a proact patient. The patient's left-side proact was implanted without incident. The patient's bladder was perforated during dilation for the patient's right-side proact. The perforation was treated with temporary catheterization.

Manufacturer narrative:
The presiding physician, dr. (B)(6) , implanted the patient's left side proact. The patient's right side was then dilated by resident, (B)(6), who used both the uromedica sharp trocar and the uromedica blunt trocar for dilation. The right-side proact was then introduced down the dilation path and inflated. Cystoscopic observation identified that the right-side proact had been placed in the patient's bladder, which confirmed the perforation. The right-side proact was then deflated and removed and the patient was treated with a foley catheter. Implantation of the patient's right side proact will be performed at a later date. (B)(4).